Event description:
It was reported that the lead had high impedance, no capture and high thresholds. It was also reported that the lead was not seated in the connector head beneath the setscrew. The device remains in use and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.